Event description:
Boston scientific received information that due to noise from this right ventricular (rv) lead, there were numerous stored episodes recorded in the arrhythmia logbook. Ventricular electrograms were also consistent with lead noise. The lead safety switch (lss) was triggered so the lead was reprogrammed to unipolar configuration due to a potential fracture. A revision procedure was performed and the lead was removed from service and replaced. Bipolar impedance measurements prior to the lead revision were 600 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.